Manufacturer narrative:
The sample evaluation showed a pinhole leak in the bubble trap weld. The product photo and information provided were also reviewed. It appears the most likely cause of the leak is due to over-pressurization causing a leak at the seams of the bubble trap, however not confirmed. Intraosseous use of the product is off label use of ranger¿. Fluid pressure is not controlled using manual syringe as reported to have been used in this case. Analysis on the returned product is pending. The product IFU states the following: caution do not to exceed 300 mmhg pressure. 3m will continue to monitor. End of report.

Manufacturer narrative:
No information was provided. The product photo and information provided were reviewed. It appears the most likely cause of the leak is due to over-pressurization causing a leak at the seams of the bubble trap, however not confirmed. Intraosseous use of the product is off label use of ranger¿. Fluid pressure is not controlled using manual syringe as reported to have been used in this case. Analysis on the returned product is pending. The product IFU states the following: caution do not to exceed 300 mmhg pressure. 3m will continue to monitor.

Event description:
A nurse reported a (B)(6) old male infant, weighing (B)(6) kg, had saline fluid administered via a 3m ranger high flow disposable set (model 24370) in the ER on (B)(6) 2019. The nurse alleged the ranger high flow disposable set leaked saline fluid from the cassette which contained the air filter. The nurse reported an IV push of 100ml saline via the warming system was administered prior to the start of a second 100 ml bolus. The nurse was reportedly 50ml into her second 100ml bolus when the leakage occurred. The fluid had been warmed for approximately 25 minutes prior to the leak occurring. No pressure device or pump was used. The fluid was reportedly pushed via 60 ml syringe. The IV push was above the cassette. No patient injury occurred.